Event description:
It was reported that the customer rec'd multiple altitude alarms during basal delivery. The customer's blood glucose was not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info becomes available, a supplemental report will be submitted.